Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the ligator head had all the seven bands attached. The ligator housing did not include the shrink wrap. The suture thread was in good condition without signs of use. The handle slot did not show insertion marks of the trip wire, suggesting that the returned device was not used. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the returned handle assembly were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the device was in good condition, all the bands still attached to the ligator housing, and the suture was in good condition. It is not possible to confirm that there has been a problem in the deployment of the bands. It is possible that due to the manipulation or the technique used by the physician at the time to interact with the device along with the patient anatomy, could have affected the device functionality causing the reported problem. However, there is not enough evidence to determine whether the adverse event was due to some problem with the device. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.